Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On 05/30/2026 at approximately 11:00 pm, the patient went to bed with a cgm reading of 160 mg/dl and felt normal. At approximately 1:00 am on 05/31/2026, the patient developed presyncope and lethargy. The patient¿s niece called 911 due to these symptoms without obtaining a fingerstick blood glucose (fsbg) measurement. No treatment or medication was administered prior to emergency services arrival (ems). Ems did not obtain an fsbg or provide treatment and subsequently transported the patient to the emergency department (ed). At approximately 3:00 am in the ed, an fsbg of 53 mg/dl was recorded; the cgm reading at that time was reported as inaccurate, though the exact value is unknown. Tech support attempted to obtain additional details, but the patient declined and redirected the discussion to ¿hospital stay¿ billing and claims inquiries. At the time of the report, the patient's condition was unknown. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.